Event description:
The aortic punch jammed and would not release tissue during the procedure. In order to avoid tearing patient tissue during removal the surgeon reported cutting the punch out in order to retrieve it. The case was completed with no patient complication reported.